Event description:
An impella cp was inserted via the femoral artery to support the 73 year old female patient who had been admitted in for surgery. The pump was placed pre-operatively. The patient's underlying medical history was not shared. The cp was explanted after 8 hours of support and the site achieved hemostasis with perclose x3 and manual pressure applied. However, the pulses were lost to the limb and it became cool to touch and sensation changes occurred. The team had to perform thrombectomy to restore flow to the limb. The patient survived the event. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
A4 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. Corrected information was provided in d4 (primary UDI number). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.